Event description:
Patient reported an increase in seizures. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the device had been received by product analysis. Generator product analysis (pa) was completed. In the pa lab results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. There were no performance, or any other type of adverse conditions found with the pulse generator. No additional or relevant information has been received to date

Event description:
The patient's generator was replaced. The explanted generator has not been received to date. No further relevant information has been received to date.